Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged into the patient's right ventricle. The patient underwent a revision procedure and the lv lead was explanted. No further complications were reported with the explant of this product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual inspection noted that this complete lead was returned and there was dried blood/body fluid noted in the lead lumen. Additionally, the conductor coils were deformed 422 and 791 millimeters from the terminal pin. The lead was found to be electronically continuous. The allegation of dislodgement was unable to be confirmed during testing.

Event description:
This product was returned for laboratory analysis.